Event description:
It was reported that the atrial lead was oversensing due to far-field r-wave signal. Oversensing was a chronic issue due to lead position. It was further noted that the patient had recent episodes of both ventricular tachycardia (vt) and supraventricular tachycardia (svt) and consistent sensing was needed for discrimination. The lead was capped and a new atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.